Event description:
It was reported that prior a radiofrequency ablation procedure, the expiration date on the label of the device was allegedly mismatching with the expiration date loaded in the enterprise resource planning system (jde). There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section ! Through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the alleged labelling issue has been unconfirmed based on the investigation thus the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior a radiofrequency ablation procedure, the expiration date on the label of the device was allegedly mismatching with the expiration date loaded in the enterprise resource planning system (jde). There was no patient contact.